Event description:
It was reported that, "the pt presented to the surgeon with pain. The stem was subsided in the femur so the surgeon revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.